Event description:
The customer reported that the system was intermittently not booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced some capacitors (condensers) on the cpu board. The system operates as intended.